Event description:
A pt was implanted with an ams monarc sling on (B)(6) 2009. It was reported that the pt "has suffered and will continue to suffer pain, suffering, disability, impairment."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.